Manufacturer narrative:
(B)(4).

Event description:
The patient reported return of the symptoms along with an overdose. Symptoms included drowsiness, lethargy, light headedness and somnolence. It was reported that the patient felt "flushed, groggy, and sleepy" and lasted for 1 day and then for the next 4 days he couldn't get out of bed; back was hurting as it was before the pump was implanted. It was indicated the pain was located near the catheter pathway. On sunday (B)(6) 2012 at 11:00 the patient felt the "splurge" again and fell asleep for 4 hours. The patient indicated that everything was working now and was getting the pain relief expected. The patient was at home but planned to see the health care provider at 10:00am the day of the report. The patient later reported no concerns with device or therapy and the patients concerns were resolved. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4), implanted on: (B)(6) 2012 , explanted on: unknown. Personal therapy manager serial # (B)(4).

Event description:
Additional information: in addition to previously reported patient symptoms, the patient had increased pain and was unable to drive himself. No hospitalization was required and it was indicated that patient symptoms had resolved on own. It was reported that there was no patient injury and the patient recovered without sequelae. It was noted that during appointment that no changes were made to the pump and the symptoms most likely were related to other medical problems. It was unknown if the cause of the event was due to the pump and/or catheter.